Event description:
It was reported that while attempting to remove the tubing from the applicator, the user inadvertently deployed the infusion set and pulled it out of the applicator, involving the cannula component of the infusion set and cartridge; troubleshooting and education were completed, and there were no alerts or alarms. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure related to the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. The user received education to support correct setup and handling going forward.